Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and was not able to replicate the reported malfunction. The navigation system was able to track the image acquisition system (ias) tracker led's on both sides with no issue. A full imaging system check-out was completed and all tests passed. The system was returned to service. No further issues were reported.

Event description:
A site representative reported that tracker light emitting diodes (led) on either side of the imaging system could not be detected by the navigation system. All other instruments tracked normally, and the navigation system displayed a normal connection to the imaging system while in the 'setup equipment' task. This was discovered outside of any patient involvement. No additional details were provided.